Event description:
As reported by the user facility information by bbm sales organization in colombia: "overinfusion" according to the customer: "patient presented with desaturation of 77%, then with bradycardia that was decreasing until apnea, cyanotic, observed without thoracic expansion so it is stimulated and started positive pressure presenting improvement, then presents new event of apnea requiring positive pressure again for recovery, fentanyl infusion is reviewed which was prepared at 00:01 hours 250mcg to 12cc of saline 0. 9% saline solution and it is observed that the syringe was already at 5ml and with air, it is disconnected from the patient, it is verified that it was well programmed in the braun perfusion pump and the infusion is started, observing that despite being programmed to go to 0.7mcg/kg/hour equivalent to a flow of 0.1cc/hour, there is an output of a greater amount of fentanyl. The infusion is turned off and the infusion still continues to come out in very continuous drops, so the pediatrician on duty is informed and observes this situation and it is considered that the patient presented thorax."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample / overinfusion as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.